Event description:
Rptr did not have informed consent of pedicle screw usage - it was simply referred to as instrumentation, therefore rptr did not know. Risks involved, it was not FDA approved for spine, it was experimental. Diagnosis - pseudoarthritis l5s1 with left l5 nerve root impingement. 1/29/93 anterior-posterior fusion with instrumentation and root compression. 2/8/93 screw removal - right nerve root impingement by misplaced screw. 2/19/93 & 2/21/93 debridement for staph infection. 3/3 - 3/8/93 debridement for infection and hardware removal. 5/21/93 debridement of bone fragments filling right l5 foramen. 8/27/93 anterior-posterior fusion with instrumentation reinsertion. 9/13 - 9/17/93 debridement of infection - staph or e. Coli. 10/93 - 12/93 10 surgical debridements. 2/23/94 debridement of plus 4 bacteria. 2/25/94 latissimus dorsi muscle for closure. 6/24/94 closure of open wound. Rptr lost feeling in both legs l5 or s1 distributions, extreme pain, infection of fusion and hardware, repeated surgeries, open incision in back for 5 months with hardware exposure, extended home health carew and physical therapy, screw misplacement and loosening, lower extremity weakness and pain, urine retention due to pain and decreased bladder sensation.